Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no: 12241909 (per pfs) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis. Concurrent conditions included endometrial ablation. On (B)(6) 2003, the patient had essure (ess205) inserted. In january 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)", fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression and mental anguish"), anxiety ("psychological or psychiatric problems: depression and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms: migraine"), anaemia ("blood or heart disorder/condition: anemia") and complication of device removal ("no; I still have one coil inside that is causing me issues."). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), one coil removed (per pfs). At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, anaemia, fatigue, depression, anxiety, vaginal discharge and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and migraine had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device removal, depression, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2004: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, anemia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. Reporter's information was added. Added event migration of essure device: uterus, abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition: anemia, fatigue, psychological or psychiatric problems: depression and mental anguish, vaginal discharge. Updated event onset date. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 36-year-old female patient who had essure (ess205) (batch no. 12241909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis cystic. Concurrent conditions included endometrial ablation. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression and mental anguish"), anxiety ("psychological or psychiatric problems: depression and mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("other injuries/symptoms: migraine"), anaemia ("blood or heart disorder/condition: anemia") and complication of device removal ("no; I still have one coil inside that is causing me issues."). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - one coil removed (per pfs)). At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, anaemia, fatigue, depression, anxiety, vaginal discharge and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and migraine had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device removal, depression, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2004: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, anemia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2004: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received reporter information was added. Case becomes valid new event added abdominal pain, menorrhagia, psych injury, migraine. Event outcome added abdominal pain, menorrhagia, migraine. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.